Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The product is a non-complaint product. Manufacturer labeled the control solution and each product of the self-monitoring device kit per regulation. Most likely underlying root cause of malfunction: user error, the customer misused the control solution which the main function is to calibrate the meter and the test strips to performing correctly.

Event description:
Customer called reporting that had eye surgery and customer inadvertently dropped control solution (lot # 6bc1b10) on the left eye and wanted medical advice. Customer will seek medical attention at this time due to dropping control solution in an eye. Customer misused the control solution for the eye drops solution. Customer was feeling well at the time of the call. Customer is going to go to emergency room. A call back was made to verify the status of the customer. Customer declined having any problems from the control solution. Customer received treatment from the emergency room and they applied normal saline to the eye and released same day. Customer stated, that was feeling well and no problems associated with this issue.